Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient¿s system was autoreducing due to high impedance on the implanted lead. As result, the lead was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.